Event description:
Asku

Event description:
It was reported that device interrogation in (B)(6) 2009, showed a battery voltage of 3.06v. The device was found to have reached eri (elective replacement indicator) on (B)(6) 2010. Device interrogation on (B)(6) 2010, showed a battery voltage of 2.59v. It was noted that pre-arrhythmia had been turned off, and counters indicated that only one vf therapy had been given (at initial device implant). Therefore, premature battery depletion is suspected. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device lost telemetry due to battery depletion. There was no circuit anomaly that would explain the rapid decrease in battery voltage. The device was fully functional when powered with an external source. Destructive analysis performed on the device battery found evidence of a high external current drain, however, it was not possible to quantify. The root cause could not be concluded.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that device interrogation in (B) (6) 2009, showed a battery voltage of 3.06v. The device was found to have reached eri (elective replacement indicator) on (B) (6) 2010. Device interrogation on (B) (6) 2010, showed a battery voltage of 2.59v. It was noted that pre-arrhythmia had been turned off, and counters indicated that only one vf therapy had been given (at initial device implant). The device was scheduled for replacement. No patient complications were reported as a result of this event.